Event description:
The procedure was angioplasty of right popliteal/peroneal artery. After angioplasty was performed the doctor was unable to slide the first nanocross balloon off the guidewire and as a result lost wire access of the lesion. The angiogram at this time showed no flow at the level of the popliteal artery. The second nanocross was used to finish the procedure on the right popliteal artery. The physician had a difficult time removing this balloon from the guidewire. Wire access was not lost with the second balloon, however, angioplasty with the second nanocross did not restore flow. Another balloon was used and a 5mmx10mm stent was placed in the popliteal artery. Flow was restored at this time and the physician ended the procedure. The patient was discharged (B)(6) 2015 without any complications. Reference MDR 2183870-2015-00089 for the other nanocross used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted. Evaluation of the returned device on (B)(6), 2015 found the guidewire received exhibited a dried residue over its surface. The guidewire exhibited one region of damage which could compromise guidewire movement. (B)(4)

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.